Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error. Blood glucose value is unknown. The customer stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents, and passed the self-test, unexpected restart, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery and a motor position error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.